Event description:
It was reported that during a stent graft procedure in an av graft, the stent graft was partially deployed when the outer sheath tore near the deployment mechanism; therefore, the stent graft could not be completely deployed. The partially deployed stent graft and deployment system were remover over the guide wire as one unit without incident, a new stent graft was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The outer sheath was torn off approx 269mm from the proximal end of the handle at the catheter reinforcement area. The stent graft was partially deployed and protruded approx 28mm from the tip of the outer sheath. One strut was kinked and was protruding through the eptfe coating of the stent graft and a tear in the eptfe coating was observed at this location. The kinked strut may have been a result of retracting the partially released stent graft through the introducer sheath. Functional testing could not be performed, as the delivery system was returned with the outer sheath broken. The investigation is confirmed for partial deployment and an outer shaft break. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.